Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn 16291445 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number.a review of the device history record for sn 16291445 was performed from the date of manufacture and 19-sep-2023 confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the device tower door was failed. The technical support specialist stated that dialed in to the station and applied ka000011793 to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es tower the tower door failed to recognize properly. The user was unable to pull medication due to the pyxis system incorrectly reported medications as "out of stock" despite sufficient inventory, affecting multiple meds, orders, and patients. There were no adverse events or injuries reported based on this incident.